Manufacturer narrative:
Pt age: the patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient was performing therapy in a poor environment/source of water which led to the peritonitis event. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Thirteen days after the onset of peritonitis, the patient stopped the treatment of antibiotics and was recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.